Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, tube push off and underfill were seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows several samples with low or no draw; however no evidence of tube push off is observed. Additionally, 20 retained samples were subjected to functional testing and all samples drew within specification with no tube push off observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode tube push off. This complaint has been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, tube push off and underfill were seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.